Event description:
Boston scientific received information that during an implant procedure, after successfully implanting all the leads during pocket closure, the patient went into supraventricular tachycardia. Upon interrogating the device, it was noted the patient was in atrial flutter, however the patient eventually went into ventricular tachycardia. Therapy was programmed on, and the patient received anti tachy pacing and shock therapy, however, the rhythm persisted. The physician requested therapy to be programmed back off, however it was now noted the device could not be interrogated or programmed. The physician elected to explant the entire system at this time. Upon interrogating the device after the procedure, a message that "a short circuit condition was detected during shock delivery" was noted. Additionally, the battery was observed to be at end of life (end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
The lead will be returned for final analysis. Preliminary analysis of the provided save to disk data shows that a short circuit condition occurred during shock delivery and damaged the device causing charge time-outs. The device exited storage mode and was initially in "tachy off" mode. The tachy mode was then changed to "monitor plus therapy" and a short circuit condition was detected during shock delivery, triggering a fault code. This results from a shock into a low lead impedance and redetection would be initiated, however, subsequent capacitor charge times exceeded the time-out limit, initiating a second fault code. Further analysis of device hardware will be performed when the lead is returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observations noted arc marks on the distal shocking coil. This is consistent with induced damage due a electrical shock being delivered by the device into a shorted lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.